Event description:
It was reported that the physician encountered hard bone during the procedure. For each level that was accessed, the curved cannula peek came out kinked on the bottom. L5 had to be accessed on both sides due to hard bone and all three curved cannulas were sheared due to hard bone at the previous three levels. In addition, the latch broke off the curved cannula assembly on the fourth pedicle access. An x-ray was performed, but it could not be confirmed whether or not the sheared peek was left behind inside the patient. The procedure was completed successfully.

Manufacturer narrative:
A visual inspection revealed that the curved cannula handle was broken from the screw threads. The shaft tip of all three curved cannulas were damaged. The bevel stylet and introducer cannula passed a visual inspection.

Event description:
It was reported that the physician encountered hard bone during the procedure. For each level that was accessed, the curved cannula peek came out kinked on the bottom. L5 had to be accessed on both sides due to hard bone and all three curved cannulas were sheared due to hard bone at the previous three levels. In addition, the latch broke off the curved cannula assembly on the fourth pedicle access. An x-ray was performed, but it could not be confirmed whether or not the sheared peek was left behind inside the patient. The procedure was completed successfully.